Event description:
It was reported that a vascular stent implanted in the left subclavian vein was longer than what the product labeling indicated. Reportedly, the device labeling stated that the device was 40cm in length; however, once deployed, the stent was actually to 8cm in length. Reportedly, there was no difficulty during deployment. No additional treatment was performed after the stent was implanted. No report of injury to the pt.

Manufacturer narrative:
The lot number for the device is unk. Therefore a review of the device history records could not be performed. The stent remains implanted. Therefore a device eval could not be performed. The investigation is currently underway.